Event description:
It was reported that the physician was implanting a helex septal occluder to close a pfo (patient foramen ovale). The defect balloon sized to 11.3mm, and the physician decided to implant a 25m device. As the physician traversed the extra cardiac vessels, the pt went into atrial fibrillation. The physician administered medication and utilized cardioversion, which resolved the fibrilation. The physician then crossed the defect, formed both discs and locked the device. While the physician removed the delivery catheter from the heart, the occluder embolized from the defect into the aorta. The physician used an interventional snare to retrieve the embolized device. Another 30mm septal occluder was then implanted with no adverse effects. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The review of the return device stated that based on inspection of the returned device, there is no indication that the reported atrial fibrillation was device related. The delivery catheter exhibited two delivery catheter kinks. Distal delivery catheter kinks could indicate that difficulties were encountered during positioning or traversing the vasculature. The distal tip of the delivery catheter was normal and not deformed. Based on inspection of the returned device, there is no indication that the reported occluder embolization was device related. The analysis revealed no abnormalities of the device. It cannot be determined if the lock loop captured all three eyelets at lock release, because the occluder was removed with a snare. Blank fields present on form include required fields and fields determined to be application. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.